Manufacturer narrative:
H.6. Investigation: bd has not been provided with samples or photos for catalog 300296 to investigate for this record. Unfortunately, as a result, bd wasn't able to verify the reported issue or determine a definitive root cause. DHR could not be performed as the lot# is unknown. H3 other text : see h.10.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found containing foreign matter during use. The following has been provided by the initial reporter: identified extra material inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found containing foreign matter during use. The following has been provided by the initial reporter: identified extra material inside the syringe.